Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows. It was reported that approximately two months post implant a 16x20x124 endurant stent graft was implanted just before entrance of the external iliac artery in the right common iliac artery to treat the type ib endoleak. Then, another manufacturer¿s 9mmx4cm stent was implanted at the origin of external iliac artery. The distal type I endoleak was resolved. The patient is fine.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 45 mm in diameter abdominal aortic aneurysm. It was reported that, approximately four years and one month post index procedure, the patient presented emergently. A CT revealed that the right endurant limb had migrated out of the right common iliac artery and there was now a distal type I endoleak. Per the physician, the cause of the event was possibly due to the patient anatomy of a short landing zone length. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.